Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that floating particles were observed in the three (3) intravia container 50 ml capacity. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual samples were not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and particulate matter inside the container was identified. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the returned sample no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.